Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2z5hw serial# implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they met with their doctor on (B)(6) 2024 and their entire system was reimplanted. They noted that the falls effect on the system had been determined with an x-ray which showed the lead wire was no longer attached to the implanted device.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# (B)(6) serial# implanted: (B)(6) 2024 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: va2z5hw, ubd: (B)(6) 2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient took a hard fall last monday and the therapy has not been turned on yet. Caller stated they are trying to turn the therapy on to see if it is still operating and will be good but when they go to turn it on, they are not getting anything. Agent asked caller to connect with the patient programmer and communicator and caller confirmed that the communicator was unblocked from the power outlet and that the therapy was on. Caller increased the stimulation to a comfortable level. Redirected with hcp additional information was received from the patient on (B)(6) 2024. They reported that the wires were completely detached